Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was observed to be torn at the up and down arrow buttons. During testing the down arrow button required multiple presses to respond. Evidence of moisture damage and corrosion was observed under the button contacts.

Manufacturer narrative:
(B)(4)

Event description:
The patient reported that he experienced a blood glucose of 590 mg/dl after the pump was exposed to water. The patient stated that he believed that the pump was not delivering basal insulin. He reported that the pump screen showed the current basal rate. He confirmed that there was no rebooting; there were no pump alarms. He reported that the cartridge, site, and set were changed. He reported that the keypad was not working and there was a crack in the keypad with moisture around it. The patient was unwilling to further troubleshooting after finding the total daily dose correctly reflected the basal and bolus delivery with the incorrect time due to the time being incorrect in the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.